Event description:
It was reported that the ventilator's dc/dc & standard connectors printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. No manufacture date and UDI number can be provided based on received serial number of the medical device. If new information appears, it will be updated immediately.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's dc/dc & standard connectors printed circuit board (pcb) was found defective. The customer requested a quotation for the dc/dc & standard connectors pcb but did not provide any further information, thus the reason and circumstances are unknown. No log files or service report have been provided and no parts have been confirmed to be replaced. Therefore, the root cause to the reported failure has not been established in this investigation. H3 other text : 4114.

Event description:
Manufacturer ref#: (B)(4).